Event description:
The customer reported that the ventilator would not power on and was alarming. The customer reported the ventilator was not in use on a patient, therefore was no patient harm or involvement. The manufacturer's service technician verified the device would not power on. The service technician replaced the cpu pcb board to address the reported problem. Review of the diagnostic log history indicated a vent inop occurrence due to a data acquisition reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation if in use on a patient and have the ventilator serviced. Performance verification testing was completed and tests passed to operating specifications.